Manufacturer narrative:
Additional information: on november 20, 2020, mentor became aware of the catalog number of the impacted product. The relevant fields in this report have been updated to reflect the impacted device attributes (catalog number, brand name, UDI). Since two devices were returned, the impacted product's lot number is either 5937103 or 6512697. As a result, product investigations were preformed for both products. Device investigation summary for lot 5937103: manufacturing date: 10/27/2009, sterilization expiration date:10/26/2014. During the visual evaluation, an anomaly was observed in the posterior view of the device extending to the anterior view, consistent with a crease/fold. Additionally, a tear was observed within the crease/fold on the posterior view, measuring approximately 0.4 cm. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Device investigation summary for lot 6512697: manufacturing date: 10/12/2011, sterilization expiration date: 10/31/2016. During visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view and extending to the posterior aspect. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with unspecified gel mentor smooth breast implants and experienced baker grade IV capsular contracture on the left side postoperatively. As a result, the patient device removal and replacement with competitor products on (B)(6) 2020.